Event description:
The patient called lifescan and alleged that their meter was set to incorrect unit of measurement. The pt believes that the meter was reading incorrectly for about 2 months. At that time they advised their medical profeesional of the high results; the pt's novomix insulin was increased from 10 units, twice dailoy to 12 units daily. Then, approx. 3 weeks later, the pt's insulin was increased to 14 and 18 units. The pt did not allege any ahrm or injury based on these medication changes. The pt stated that the meter was previously set to the correct unit of measurement and they could not remmeber making any changes in the set up mode. A replacement meter has been sent to the pt.